Manufacturer narrative:
Device has been evaluated but the components have not been replaced. Additional testing is required to determine component replacement.

Event description:
The manufacturer received information alleging a ventilator failed to power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The 5 amp circuit breaker tripped.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's zero board and 5amp breaker were replaced to address the issue.